Manufacturer narrative:
Testing and investigation found that the device distal pressure sensor pin was loose. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, it was noted that the device distal pressure sensor pin was loose. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. No additional info was provided.